Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this system has been exhibiting shocking impedance measurements greater than 125 ohms. The patient was brought into the clinic with the intent of checking all vectors which produced out of range measurements in coil to can and triad configurations. A boston scientific technical services consultant discussed the clinical observations with the caller and further testing and an x-ray were recommended. A revision procedure was subsequently performed and the right ventricular (rv) lead was removed from service and replaced. No adverse patient effects were reported.